Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection. Reportedly, the patient felt pain, discomfort and had fever. This rv lead was removed, and a wound vacuum was applied to extraction pocket there were no additional adverse patient effects reported.